Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps tip broke in the abdomen and it was retrieved by the laparoscopic instrument during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis (fa): the instrument was found to have a broken grip at the grip base. A pie approximately .194" x .569" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.